Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801804003, ln 61123356 , shell porous with cluster holes 58 mm, pn 00620205822, ln 60986062, liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell, pn 00630505840, ln 61157862. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00063, 0002648920-2020-00014. Customer has indicated that the product will not be returned as product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty. Subsequently, the patient underwent a revision approximately 9 years after the initial surgery. The stem had worn down and became deformed causing metallosis. In addition, the head become detached from the stem. All components were removed due to metal debris in the hip. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient was revised due to failed hip arthroplasty. During the procedure, metallosis was observed and debrided. A large cyst was noted and the cyst dissection took approximately an hour and half. The head was in the socket and the trunnion had an ovoid appearance. Osteolysis was present around the proximal femoral stem but the stem was well fixed. Eto was performed to remove the stem, and was later stabilized with cerclage wires. All zimmer biomet products were removed and new implants were implanted. No other findings/complications were noted. Review of the device history records identified no deviations or anomalies during manufacturing. The received additional information does not change the final results of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total hip arthroplasty. Subsequently, the patient underwent a revision approximately 9 years later due to metallosis and trunnion failure. During the revision, a large cyst was debrided from the joint and osteolysis was noted around the proximal femoral component. All components were removed with difficulty but replaced without further complications. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of radiographs reviewed by hcp noting detachment of the femoral head from the femoral stem. Slight hyper density overlying the joint space could relate to patient¿s history of metallosis. Visual evaluation of provided photos of the explanted stem identified that the taper was worn and deformed. The product was covered in biodebris. DHR was reviewed and no discrepancies are noted. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.